Event description:
A report was received that the patients scs had become ineffective in stabilizing the pain. It was also noted that the patient had significant pain in and around the battery site as this is noted to be fairly large. The patient will undergo an ipg replacement and revision procedure.